Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited a sharp decrease in sensing, increased thresholds, and impedances greater than 2,500 ohms. The patient did have an intrinsic rhythm and was not pacemaker dependent. In addition, several stored episodes of noise with oversensing that caused loss of capture were observed. During the follow up visit occasional noise with oversensing was noted on the ventricular channel. However, it was not possible to provoke this noise/oversensing with deep breathing, coughing, pressing the hands against each other, or manipulation at the pocket of the device. With all of those actions no noise appeared. The patient reported no discomfort since the previous follow up visit in (B)(6), 2010; however, the patient has noted occasional episodes of dizziness. A revision procedure was performed on (B)(6), 2010. The lead was surgically abandoned and successfully replaced with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. The abandoned lead was not returned to boston scientific, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and an amended report will be submitted.